Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (427 mg/dl) with a trace of ketones. A bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg. The customer reverted to using insulin injections for insulin therapy for the day.